Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding from apical cuff site could not be confirmed through this evaluation, and a specific cause for the reported event could not be determined through this evaluation. The center reported that the patient experienced bleeding in the or (operating room) post heartmate 3 insertion. The bleeding seemed to be originating between the apical cuff and the lvad (left ventricular assist device). The bleeding was monitored and subsided 3 hours post insertion. No alarms were reported for this event. Multiple requests for additional information were sent to the center. However, no further details were provided. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of bleeding from apical cuff site could not be confirmed through this evaluation, and a specific cause for the reported event could not be determined through this evaluation. The center reported that the patient experienced bleeding in the or (operating room) post heartmate 3 insertion. The bleeding seemed to be originating between the apical cuff and the lvad (left ventricular assist device). The bleeding was monitored and subsided 3 hours post insertion. No alarms were reported for this event. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until they expired on (B)(6) 2022. The device was returned and evaluated under MFR 2916596-2023-04335. The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced bleeding in the operating room (or) post heartmate 3 insertion. The bleeding seemed to be originating between the apical cuff and the lvad (left ventricular assist device). The bleeding was monitored and subsided three hours post insertion. The plan for patient was continued monitoring. Additional information was requested but not provided.